Event description:
It was reported the cot caught on an uneven surface, causing it to tip over. The customer did not provide the model or serial number for the device. There was patient involvement but no reports of injuries or adverse consequences as a result.

Manufacturer narrative:
After investigation it was determined the event happened as a result of user error. H codes updated to reflect investigation results.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the cot caught on an uneven surface, causing it to tip over. The customer did not provide the model or serial number for the device. There was patient involvement but no reports of injuries or adverse consequences as a result.